Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and was embedded in the wall of the ivc, a detached limbs remains in the right psoas muscle near iliac artery. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and seven months post deployment, the patient was scheduled for filter retrieval. One of the prongs of inferior vena cava filter was detached and seen lower down at the level of l3 vertebral body. After one-month computed tomography venogram of abdomen/ pelvis was revealed that an inferior vena cava filter was present with nine struts visualized. A few struts extend past the wall of the inferior vena cava but within the right psoas muscle and the filter with mild to moderate leftward tilt. An inferior vena cavo gram demonstrated that the fractured strut, located caudal and to the right of the inferior vena cava which appears to be completely extra caval. Utilizing a snare device, attempts were made to capture the filter but was unsuccessful, likely due to the presence of a fibrin cap. Next, using rigid endobronchial forceps, the cranial bushing of the bard recovery filter was captured and the filter was collapsed within the sheath. The filter and the sheath were removed in their entirety. Visual inspection of the explanted ivc filter demonstrated that the remainder of the filter was intact apart from the known extra caval detached limb. Therefore, the investigation is confirmed for filter limb detachment, filter tilt, perforation of the ivc and retrieval difficulties. Per the provided medical records, a snare device was used in a failed retrieval attempt. Per the current IFU (instructions for use), "use only the bard recovery cone to retrieve the recovery filter." Therefore, use of a snare device likely contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g4, h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with history of pulmonary embolism and acute myeloid leukemia was scheduled for inferior vena cava (ivc) filter placement following placement of tunneled central line placement. Access was gained via the right common femoral. A digital subtraction angiograph demonstrated normal caval anatomy and no evidence of caval thrombosis. An ivc filter was deployed in the infrarenal inferior vena cava. The patient tolerated the procedure well and there were no immediate complications. Imaging demonstrated a detached ivc filter limb. Approximately eleven years nine months post ivc filter deployment, patient was scheduled for ivc filter retrieval. An inferior vena cavogram demonstrated no filter thrombus and a detached limb located caudal to the right of the ivc and completely extra caval. Utilizing a snare device, then using rigid endobronchial forceps, the cranial bushing of the ivc filter was captured and was collapsed within the sheath. Cavography demonstrated no evidence of extravasation or caval injury. The ivc filter and the sheath were removed in their entirety. Visual inspection of the explanted ivc filter demonstrated that the remainder of the filter intact, apart from the known extra caval detached limb. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eleven years nine months post ivc filter deployment, inferior vena cavogram demonstrated a detached limb located caudal to the right of the ivc and completely extra caval. Utilizing a snare device, attempts were made to capture the filter but was unsuccessful, likely due to the presence of a fibrin cap. Next, using rigid endobronchial forceps, the cranial bushing of the bard recovery filter was retrieved. Visual inspection of the explanted ivc filter demonstrated that the remainder of the filter was intact apart from the known extra caval detached limb. Therefore, the investigation is confirmed for limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt as there is no mention of the angulation of the filter in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and was embedded in the wall of the ivc, a detached limb(s) remains in the right psoas muscle near iliac artery. The device was removed percutaneously. The status of the patient is unknown.